Manufacturer narrative:
Device passed the displacement test and active current test. Device failed the sleep current test due to moisture damage on the electronic assembly. Unexpected battery power loss confirmed. Charge/battery lasts less than expected confirmed. Device failed the self test due to no vibration caused by moisture damage on the harness assembly vibrator. No pump error 63 alarms noted during testing and were not found in the formatted history file. Device received with corroded battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alarm. Customer stated alarm did not disappear even after the battery was replaced. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.